Event description:
Ous MDR - a myocardial perforation occurred during the implantation procedure. The pt needed rescue maneuvers during this procedure. The lead was explanted.

Manufacturer narrative:
Ous MDR.